Event description:
It was reported that during a gastrectomy, the sr75 had not fired. There were no patient consequences or change of the post-operative care. Details cannot be provided for the event/procedure date.

Manufacturer narrative:
(B)(4). Date of event: only event day and year known: (B)(6) 2021. Batch # n55a11. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sr55 reload was received unfired and the swing tab was in the unlocked position. Also, the reload was received with the "doghouse" component of the cartridge damaged and with some staples protruding and bent on the distal end. No functional test could be performed due the condition of the reload. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.